Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule calibrated fine. However, when the capsule was placed in the patient the recorder showed capsule ID mismatch 0000. The customer had the patient hold the recorder closer to the chest and the customer confirmed that there was no other active capsule nearby, but it did not resolve the issue. The customer stated that the recorder worked correctly during the previous procedure. There was no patient and user harm, but repeat procedure was necessary.